Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this system would not dock and the gantry was not closing all the way. The site had reboot the system, but the door was visibly open. No patient present, and a different imaging acquisition system (ias) was used for the procedure.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: bi70000010 ; product ID: bi71000238 a manufacturer representative (rep) went to the site for system service. The rep found the rotor homing off causing door opening and close problems, it was noted that looked like the site had been having door open problems for awhile and not reporting them. The rep corrected the rotor homing issues to find the door making very loud noises when opening and closing. The rep took it apart and adjusted. The lower dingus seemed to be really sticking and not going in all the time. The rep worked with the adjustments and removed a burr piece of metal. It seemed to get better. When covers were reinstalled it seemed to be a problem again. Both dingus mech will be recommended for replacement. For now the system is being returned to use. It was also recommended to replace the door cable due to a lot of unusual wear and tear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.